Manufacturer narrative:
During the site visit, the field service engineer replaced the arc sens lvl trg (list number 08c94-66) which resolved the issue. Return testing was not completed as returns were not available. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and component replacement. The operations manual also addresses troubleshooting of depressed concentration and erratic sample results. A review of historical data for the part revealed no trends, systemic issues, or nonconformances associated with the arc sens lvl trg (list number 08c94-66). A review of the architect i2000, serial number (B)(6) service history revealed no additional erratic or discrepant patient results reported. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Based on the investigation, no systemic issue or deficiency of either the architect i2000 analyzer, sn (B)(6) , or the arc sens lvl trg (list number 08c94-66) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues.

Event description:
The customer reported a false nonreactive architect hiv result on one known hiv reactive patient. The customer stated the patient typically runs (B)(6). There was no reported impact to patient management.